Manufacturer narrative:
This is one event (death) for the same pt involving two separate products: associated MDR's #1225714-2014-04288 and 1225714-2014-04289.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event of or about (B)(6), 2010 and subsequently expired after the use of the product.